Manufacturer narrative:
The sensor was sucessfully removed on 06 march 2020 during the second removal attempt.the high rate of inability to removed sensor complaints is investigated using corrective and preventive action. No further investigation was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the hcp was unable to explant the eversense sensor on the first attempt made on (B)(6) 2019.